Event description:
It was reported that, during a pre discharge patient's check one day post implant, it was noted that this right atrial (ra) lead was exhibiting undersensing of low amplitude p waves. Pacing thresholds were found to be 1.4v and there were concerns of it being higher than expected. Technical services (ts) reviewed the event and stated that the thresholds measurements were due to the recent surgery. Ts also discussed the possibility of lead dislodgment. No adverse patient effects were reported. This ra lead remains in service.